Manufacturer narrative:
Philips service replaced the geo module tilt ort kit wp and scheduled follow-up work. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that intermittent geometry movement and motorized movement were unavailable on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.